Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator kept shutting off while connected to power during treatment, and that there was a missing battery pin on the back of the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.